Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/09/2015 with the following findings: the black box dates from (B)(6) 2013. Black box shows no evidence of pump showing "o" units. The battery cap or cartridge cap was not returned. All testing performed with test battery and cartridge cap. The pump powers with test battery cap to an irregular/extended vibration alert. There was evidence of moisture contamination inside battery compartment. During investigation, loaded cartridge to 100 units. Investigators performed ¿rewind¿, then "load¿ steps and the piston stopped at 100 units and display reads 100 units. No abnormal load/step functions observed. Removed pump case and evidence of moisture contamination was found inside the pump. Due to internal moisture contamination a cs 088 watchdog error was received during the 24 hour basal programming has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed moisture in the pump. This report is made based on results of investigation completed on 11/09/2015.